Event description:
A pt was implanted with a ti distal femur liss plate and screw construct on an unk date approximately 1 year ago in (B)(4) for an oblique fracture of the proximal tibia. The pt complained of pain from weight bearing and was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. The surgeon revised the pt with dbx allograft and new plate and screw construct. This report is #2 of 8 reports for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This is report 2 of 10 for (B)(4). Product code for this report includes hwc. This report is for 1 unknown screw. Operator of device was a health professional. Original implant date unknown. Unknown if initial reporter also sent report to FDA. (B)(4). Original awareness date is 06/04/2012. Awareness date that the product code and other information was missing from the initial MDR is 12/01/2013.

Event description:
This is report 2 of 10 for (B)(4).